Manufacturer narrative:
H3. Product analysis determined that the visual and functional inspection confirmed the returned device was patent. The valve passed requirements for leakage. No signs of damage or debris were observed on the valve. The valve was not able replicate the failure condition of blockage as observed in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a shunt/valve. It was reported that during preparation, the valve was tested, but liquid could not flow out from the valve. The healthcare professional (hcp) tried a second valve, but it also had the same problem. The procedure continued by using a contoured regular, medium pressure shunt. The details of the procedure was post sc hydrocephalus. The patient's status at the time of the report was alive-no injury.